Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that she received hcp treatment for an elevated blood glucose reading of 360 mg/dl while she was off of insulin pump therapy and waiting for his replacement pump. The patient indicated that she has type 1 diabetes and is unable to control her diabetes with lantus and humalog insulin injections. She had symptoms of feeling tired, nausea, and moderate increase thirst and urination with her alleged elevated blood glucose. The patient started back on the insulin pump therapy during the phone call to animas. This complaint is being reported because the patient had elevated blood glucose and symptoms suggestive of hyperglycemia after she was unable to use his animas pump and reportedly could not control her blood glucose excursion with the backup plan.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: there was corrosion observed in battery compartment. Pump fails to power on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.